Event description:
The rn was attempting to place a 22g catheter in patient. The smaller portion of the blue plastic hub on the IV catheter disconnected from the hub. IV rn noted piece disconnected when attempting to retract needle. Needle immediately removed from the IV rn and saved. Another IV placed.